Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0036409074. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (rehabilitation, hospitalization) and death. Risk review. A risk review was completed and confirmed that the events of cerebral vascular accident (cva) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a cerebral vascular accident (cva) and subsequent death occurred. The patient had a prior history of left atrial appendage (laa) thrombus, with watchman procedures cancelled on (B)(6) 2025 due to thrombus. The patient was managed with xarelto, and later with eliquis, aspirin, and plavix until implantation. On (B)(6) 2025, a laa closure procedure was performed where a 31mm watchman flx pro closure device was implanted under transesophageal echocardiogram (tee) guidance. A complete seal was achieved with no peri-device leak noted and no thrombus noted. The patient was discharged on eliquis. On (B)(6) 2025, approximately three (3) months post-implant, the patient experienced a cva requiring inpatient rehabilitation. The patient died on (B)(6) 2026 due to complications following the cva.

Event description:
It was reported that a cerebral vascular accident (cva) and subsequent death occurred. The patient had a prior history of left atrial appendage (laa) thrombus, with watchman procedures cancelled on (B)(6) 2025 due to thrombus. The patient was managed with xarelto, and later with eliquis, aspirin, and plavix until implantation. On (B)(6) 2025, a laa closure procedure was performed where a 31mm watchman flx pro closure device was implanted under transesophageal echocardiogram (tee) guidance. A complete seal was achieved with no peri-device leak noted and no thrombus noted. The patient was discharged on eliquis. On (B)(6) 2025, approximately three (3) months post-implant, the patient experienced a cva requiring inpatient rehabilitation. The patient died on (B)(6) 2026 due to complications following the cva.